Event description:
During a peripheral intervention, md was placing a diagnostic catheter into the superficial femoral artery when the tip of the catheter detached and lodged into the popliteal and tibial artery.